Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system displayed an ¿x-ray not available¿ message twice while the system was in clinical use. When the user stepped on the footswitch a third time, fluoroscopy functionality was restored. A philips remote service engineer (rse) conducted a remote investigation and performed log file analysis. The analysis revealed a series of repeated commands for initiating and terminating fluoroscopy in rapid succession, leading to the display of the "x-ray not available" message. The cause of the issue was identified as a malfunction in the system's wired footswitch. To address the issue, the customer was provided with the replacement part number for the footswitch. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system generated the error message ¿x-ray not available¿. Restarting the system does not improve the situation. The device was in clinical use. No patient our user harm reported.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.